Manufacturer narrative:
(B)(4). As the date of this peritonitis episode is unknown, and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the third of three reports associated with this event.

Manufacturer narrative:
(B)(4).the root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot numbers (h11c31030, h11e05039, h11d11097, h10k12043, h11a13057, h10k05047 and h10b11043) revealed no exceptions during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
The caregiver (cg) contacted baxter technical services for assistance in disconnecting because the home patient (hp) had peritonitis and needed to see the rn. Baxter contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the cg report of bacterial peritonitis. The pdrn stated that on (B)(6) 2011, the hp exhibited symptoms and came to the clinic. Peritoneal dialysis (pd) effluent analysis was performed. Intraperitoneal (ip) antibiotic treatment was initiated that same day, but she would not disclose further information. A causality statement was not given.